Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve evfxplus-34, an infold in the valve frame occurred. The valve was recaptured into the delivery catheter system and redeployed, but the infold was still present. Subsequently, the valve was withdrawn from the patient and a new valve was loaded and used for implant. No patient complications have been reported as a result of this event. Additional information was received indicating that a procedural delay occurred as a result of the infold as time was needed to exchange to first system with the second system. And according to the reporter, the patient's anatomy was quite calcified and likely contributed to the infold.

Event description:
It was reported that during a transcatheter heart valve procedure involving a transcatheter aortic valve evfxplus-34, an infold in the valve frame occurred. The valve was recaptured into the delivery catheter system and redeployed, but the infold was still present. Subsequently, the valve was withdrawn from the patient and a new valve was loaded and used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012558061); product type: 0195-heart valves; implant date: non-implantable device product ID d-evolutfx-34 (lot: 0012569188); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.